Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk durom hip component. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2008) and will be treated as one of the cases for which zimmer implemented a correction in july 2008. Due to elevated chobalt chrome levels in the blood, the pt was revised. Since the exact revision date was not reported, it will be entered as the first day of the month and year reported ((B)(6) 2013).